Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced peritonitis. On (B)(6) 2010, the patient was given a loading dose of amikacin 250 mg ip; and began treatment with vancomycin 1gm ip once in 96 hours and amikacin 125 mg ip once daily. The root cause of the peritonitis was not reported. At the time of reporting, the event outcome of peritonitis was unknown. Pd therapy was reported as continuing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.